Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins turns on without the patient doing anything. The patient stated that this issue started maybe a month ago. The patient noted that she occasionally shuts the ins off for procedures and suddenly the ins is back on. The patient connected the recharger with the ins but could not tell whether the ins was on or not. The patient got the patient programmer and reviewed how to sync. The patient sync¿d properly and reported she was on group c, program 1, had as enabled, and the ins was on. It was reviewed how to turn the ins off. The patient confirmed that the ins was turned off. The patient was encouraged to keep the ins charged, while she is not using it. The patient indicated that she understood and that she previously charged the ins for 8 hours. The patient inquired about a trial for a new ins. The patient was redirected to their healthcare provider (hcp). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2019-apr-29 that the patient notified their hcp of the issue and was told that the constant 8 hour charge was needed at least once a week. No further complications were reported.